Event description:
It was reported that during one right vertebral artery (va) stenosis balloon angioplasty procedure, the physician planned to perform stent implantation. The subject guidewire was successfully placed into the vessel. Under the guidance of the subject guidewire, the physician attempted to place a domestic brand balloon catheter into the stenotic vessel, but significant resistance was encountered during delivery. The physician attempted to change the angle and withdraw to re-insert, but was unable to deliver the balloon catheter to the target position. During another attempt, the subject guidewire suddenly fractured in the va. The physician immediately paused the procedure and requested an emergency vascular surgery consultation. After evaluation by the physician team, the fractured guidewire was retrieved using a snare and balloon. Considering the tortuosity combined with stenosis and the intracranial aneurysm of the patient's vessel, the surgical risk was high. After communicating with the patient's family, the decision was made to stop the procedure. Post-procedure, the patient's vital signs were stable, and the patient was kept under continuous observation per physician's orders. No other information is available.